Manufacturer narrative:
The pump has been returned and evaluated by product analysis on (B)(4) 2014 with the following findings: the keypad cover was found to be torn between the ok and down arrow buttons. During testing, the down arrow keypad button was found to be intermittently unresponsive and required increased force to engage. All other keypad buttons responded appropriately. The keypad cover was removed and contamination was found under the up arrow, down arrow, and ok key contacts. Unrelated to the complaint, evaluation revealed that the display screen text was dim, faded, and discolored. Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release. (B)(6).

Event description:
The pump was returned for investigation. Investigation revealed that the down arrow keypad button was intermittently unresponsive. Investigation also revealed that there was contamination under the up arrow, down arrow, and ok button contacts. Additionally, investigation revealed that the display screen text was dim, faded, and discolored. There is no adverse event associated with this complaint. This report is made based on results of investigation completed on (B)(4) 2014.